Manufacturer narrative:
Hamilton medical ag`s conclusion: investigation is ongoing.

Event description:
Complaint description summary: the ventilator went off after being connected to a patient for one day, indicating a potential unexpected loss of ventilation during therapy. When the device was restarted, it failed self-test and displayed multiple technical faults, suggesting an ongoing malfunction that could prevent proper ventilation. Furthermore, the issue was reproducible during service testing, confirming that the malfunction was not an isolated event. The device intermittently failed and returned to operation after a cooldown period but exhibited the same errors upon further testing, raising concerns about potential recurrence during patient use. No harm reported.

Manufacturer narrative:
Hamilton medical ags reference: hamilton medical ags conclusion: hamilton medical ag has not received the device or any defective component for investigation. The on-site technician confirmed that no repair activities were carried out. The partner has confirmed that the case can be closed. As no further actions are pending and no new information is available.